Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of out of range pacing lead impedance measurements was confirmed via review of lead impedance trends. The device was tested on the bench and pacing lead impedance measurements were normal and in range. The cause of the field event was not determined as it was not reproduced during testing.

Event description:
It was reported that patient triggered merlin.net and in clinic alerts for high, out of range pacing lead impedance. Lead was thoroughly tested with the psa and the device and no issues were observed. Physician opted to explant and replace the device. The patient was in good condition.